Event description:
It was reported by service report that the siderail could not be locked in the up position. The customer could not determine whether there was pt involvement, however, no adverse consequences are reported.